Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted associated with the complaint. A search of the lot number for similar complaints was conducted; no additional complaints have been recorded for this lot. The 2008 15-month 14mm gemini complaint trend report, inclusive of all failure modes, were reviewed; no adverse trend was noted. The basket of the returned device separated from the drive wire due to the basket cannula breaking in half (figure 1). The walls of the cannula where it is broken were seen to be very thin. It appears that there was insufficient solder within the cannula which resulted in the cannula breaking. Four of eight basket wires are broken (figure 2). Microscopic examination of the broken ends of the basket wires show they have been melted, indicating the wires broken as a result of exposure to a laser during use.

Event description:
It was reported to boston scientific corp that a gemini retrieval basket was used during an ureteroscopy procedure in 2008. During the procedure, the gemini basket broke inside the pt. The physician was able to retrieve the gemini retrieval basket from the pt using graspers. According to the complainant, there was no harm to the pt. A second basket was used and the procedure was completed successfully.